Event description:
The patient was having respiratory complications an xray was done and found IV fluid in the pleural cavity, line was then removed. Cytology reports verified IV fluid in the pleural space.